Event description:
A biliary stent was successfully deployed in the patient's right internal carotid artery. The patient was a subject in a carotid artery stenting study which is sponsored by the reporting facility. As part of the study protocol, the patient returned for a follow up evaluation six months after the stent had been placed. At that time, angiography revealed a vessel restenosis secondary to stent compression at the distal edge of the stent device. The patient was asymptomatic, but, in response to this finding, a second biliary stent was deployed inside the compressed stent in order to regain full vessel patency. Results were described as good.